Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the difficult-to-insert and electrode end damage allegations were confirmed. The "unintended user error" conclusion code was selected based on the field report and analysis of the returned product which showed a stretched-out helix and coil deformation in the tip region of the lead.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the physician had difficulty to insert the lead into the hub due to the mannitol coating. The physician pushed too hard which broke off the coating and damaged the helix. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the physician had difficulty to insert the lead into the hub due to the mannitol coating. The physician pushed too hard which broke off the coating and damaged the helix. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.